Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was attempted but could not be completed because the receiver would not run on the tester. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of an initializing screen without a manual restart. The root cause was determined to be a defective u4 component.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available.